Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump delivery stopped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged stopped delivery and pump error 15 alarm found on (B)(6) 2021. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The insulin pump was successfully downloaded using thump. No unexpected stopped deliveries (insulin flow blocked) or pump error 15 alarms occurred during testing however, a review of the history files show pump error 15 alarm triggered on (B)(6) 2021 at 14:56 due to a software error. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was cut open for visual inspection. No damage or moisture damage on electrical board 1, electrical board 2, the motor, or the force sensor noted. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Insulin pump stopped delivery (insulin flow blacked alarm) is not confirmed and pump error 53 alarm is confirmed due to a software error. No unexpected insulin flow blocked alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.